Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor pod removal, sensor wire broke. At the time of the call with dexcom technical support, patient's mother did not report and injuries or medical intervention.